Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later pt experienced increasing discharge, external vaginal irritation, odorous discharge, dyspareunia, stress urinary incontinence, urgency and frequency. A subsequent urethrolysis mesh placement was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.